Manufacturer narrative:
One (1) imp,tsv,4.7,8,mtx,mg (tsvtwb8) & one (1) scr replace friction-fit gold & ti abut int hex (mhlas) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site, and was used for approximately 3 moths. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1244780). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the mhlas screw since the lot number was unknown. Complaint history review was performed for the reported lot number (1244780) for similar events and no other complaint was identified. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the restoration came loose and was rocking back and fourth. They believe that either the screw or implant has damaged threads. Tooth location not reported.